Event description:
It was reported that a flogard infusion pump presented an occlusion alarm. It was not specified when in the process this occurred. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The device passed all tests according to specification. The reported condition was not confirmed. A service history review revealed that previous servicing did not contribute to the occlusion alarm. However an occlusion alarm is a malfunction involving the air sensors; the air sensors were replaced during previous service. Should additional relevant information become available, a supplemental report will be submitted.